Event description:
As reported to coloplast though not veriifed, patient was implanted with aris sling on or about (B)(6) 2006. Later patient experienced erosion and has undergone additional corrrective procedures including attempts to repair damage and has been advised that further treatment may be needed. Patient continues to suffer urinary incontinence and loss of ability to perform sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not available.